Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
The reported event of device had interruption of communication or power - iui damage or corrosion issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn (B)(6) 2012 was performed, which showed the device had a manufacture date of 11sep2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the lvp module had interruption of communication or power - iui damage or corrosion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device was not provided for evaluation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.